Event description:
As reported: "please find attached information from index and revision surgeries of a right total hip. The revision was secondary to dislocation. It was discovered that the ceramic head disassociated from the poly insert. Also discovered was a crack in the acetabulum and the appearance that the cup had moved. It was also determined that the stem was loose. All implants were removed. A multihole cup was implanted with multiple screws and an mdm liner. The femur was prepared for an insignia stem and trialed. The hip remained grossly unstable so it was decided to leave the patient with a girdlestone. The plan being to come back after the cup has healed and place a rest mod with constrained liner. No further information available from the doctor or hospital."

Manufacturer narrative:
An event regarding periprosthetic fracture and loosening involving a hip screw was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the ceramic head from the adm liner. Loosening of the stem, periprosthetic fracture around the acetabular shell, and movement of the shell were also reported. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.